Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8703w, lot # l38031, implanted: (B)(6) 1996, product type catheter.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving fentanyl (since 1996) 676mcg/ml at 268.94mcg/day, bupivacaine 40mg/ml at 15.914mg/day, and clonidine 2mg/ml at 0.7957mg/day via an implanted pump. Indication for use was noted as chronic low back pain and spinal pain. It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The hcp reported they got about 10mls back when they expected 5.5mls. The hcp stated that there had been volume discrepancies for this patient for some time. The hcp did not know if the volumes were ever accurate or have gotten worse over time. A volume discrepancy that was reported was the arv was 9mls and the erv was 4.8mls at an unknown date. No troubleshooting had been performed as of (B)(6) 2016. The cause of the discrepancies were not determined. The volume discrepancies had not been resolved as of (B)(6) 2016. On (B)(6) 2016, a manufacturer representative reported that the arv was greater than the erv. The arv was 8mls and the erv was 4mls. A dye study was done as a result of the volume discrepancies. It was also reported that the reason for the dye study was because the patient reported every time they would get a bolus, the pump site "goes numb." It was reported that there were "no deviations or pooling of dye around the pump." The manufacturer representative stated that the catheter on the programmer read that it was 79.1cm estimated. The manufacturer representative wanted to know what volume catheter they should prime. The hcp refilled the catheter with 0.140ml and supplemented the patient with oral medications in case they have withdrawal symptoms. Event dates for the volume discrepancies were noted as (B)(6) 2016. It was noted that they could not determine of the catheter was leaking medication at the external portion of the catheter before going into the intrathecal space. It was not a defined clean catheter edged instead it looked wavy like a ribbon. Right before the catheter entered the spine, they saw a "ribbon effect" where the catheter was not well defined like it was in other areas. It was like the dye was running down the sides of the catheter but the manufacturer representative could not see the dye pooling anywhere. The image was not a shadow and the catheter looked like a ribbon instead of a straight catheter. It was noted that there was subcutaneous tissue right as the catheter entered the spine. The hcp was referring the patient to a neurosurgeon and was recommending a complete catheter replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.